Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. Functional testing was precluded due to the observed damage. Engineering determined that the right blade was bent. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the bent blade. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle kept falling out of the device and the toggles seemed very tight when using the instrument. No adverse event were reported.